Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the audio bolus button was noted to be punctured. On investigation, the pump did not recognize the cartridge during the load step. The force sensor was evaluated and found to be out of calibration. The pump was opened for investigation and revealed contamination on the force sensor assembly. The display was noted to be dim and discolored.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014: force sensor assembly contamination and a dim/discolored display screen.